Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 18.5 cm distal to the is-1 connector pin, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The fixation helix could be properly deployed and retracted according to the technical specifications. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This ccm rv lead was explanted due to noise with possible dislodgement. During the procedure, after stylet introduction and release of anchoring sleeves, it was observed that the lead helix was not fully extended and it easily dislodged. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.